Manufacturer narrative:
No product was returned for investigation. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp developed a hematoma. In response, pressure was held. Later, care was withdrawn and the patient expired.